Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred.the 90% stenosed target lesion was located in the calcified and severely tortuous mid right coronary artery. The physician advanced an 8x4.5mm nc quantum apex balloon to the target lesion and the balloon ruptured at a pressure of 14atm. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).